Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, surgical intervention mastopexy for breast lift, off-label use. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2007, the patient had undergone breast augmentation with unspecified mentor gel breast implant 400cc breast implants. On (B)(6) 2007, the patient developed bilateral capsular contractures. The patient had undergone removal and replacement with mentor memorygel breast implant 450cc on (B)(6) 2012. These events were already reported in manufacturer's reference numbers: 1645337-2019-16748 and 1645337-2019-16749. It was reported that a (B)(6) year-old female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 450cc and experienced bilateral ptosis. As a result, the patient had undergone surgical intervention where devices were not replaced, however, the mastopexy was performed for breast lift. The implant was reinserted into the patient on (B)(6) 2013. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label. This medwatch is for the left breast implant.